Event description:
Right total knee 1987. Left total knee 1989. Pt now presents with grinding sensation inside right knee, left knee aches but no grinding. Surgery - revision of right total knee patella prosthesis due to failed component.